Event description:
It was reported that a pacel bipolar flow directed catheter was inserted with no problem, with the exception of slight difficulties due to the suppleness of the lead. One hour post-implantation, a hemopericardium was observed on the control echography, with the lead through the ventricle. There were no surgical complications or pt consequences.

Event description:
A pt underwent an ep study using the pacel bipolar temporary pacing catheter. The pt had a significant history of a left mastectomy followed by a right inferior lobectomy de to metastasis and had undergone chemotherapy in 9/2001 and 2/2002 for treatment of colon and liver metastasis. The pt was currently hospitalized for complete av block with syncopal episodes, due to hyperkalemia and creatinemia post chemotherapy. The pt was transferred to the electrophysilogy lab for placement of a temporary pacing lead with no immediate complications. Upon leaving the ep lab, the pt became hemodynamically unstable. An echocardiogram confirmed cardiac tamponade with compressive pericardial effusion, probably traumatic following placement of the lead. The pt underwent emergency surgical intervention under general anesthesia to drain the pericardium. Post pericardial tap after receiving IV medication, the hyperkalemia normalized and the pt returned to normal sinus rhythm, accompanied by a pre-existing complete right bundle branch block. An echocardiogram revealed the return of good systolic function without pericardium effusion. Post operatively, the pt continued to have high serum potassium levels (6 mmol/l), as well as high creatinine levels (204 umol/l), and pt developed a fever with respiratory distress requiring oro-tracheal intubation and treatment with amines. Blood cultures isolated a gram negavie bacillus. Collected pleural drainage noted metastatic pleural invasion by an adenocarcionoa compatible with a mammary origin. The pt expired in 2002.